Manufacturer narrative:
B3: not known. Date of onset of symptoms (day or month) not known. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced protrusion of the mesh, extrusion, excision, bleeding, infections, pelvic floor disfunction, pelvic pain, vaginal pain, dyspareunia, urinary urgency problems, scarring, difficulty with daily activities, and permanent and substantial physical deformity, which ultimately required surgical intervention and removal of mesh.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to urinary tract infection, bacterial vaginosis and yellow/gray discharge.

Manufacturer narrative:
Correction: b5. Describe event or problem. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. D10: the restorelle device is captured under a separate medwatch report.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. D10: the restorelle device is captured under a separate medwatch report.

Manufacturer narrative:
Correction: d8. Was this device serviced by a third party? No. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. D10: the restorelle device is captured under a separate medwatch report.

Event description:
As additionally reported to coloplast, though not verified, the patient also suffered complications associated with the device, including but not limited to urinary tract infection.